Event description:
Pt came to office to have PICC placed. Pt had inadvertently pulled out his PICC. A #20 PICC was being placed. Advanced to 19" when pt became very symptomatic, face flushed. Pt progressed to being diaphoretic and cyanotic, and had cardiopulmonary arrest. CPR was performed for 10 min. Weak pulse returned. Atropine 1 mg given. Pulse increased, pt became coherent. Pt transferred to the hosp. PICC was removed at onset of symptoms.